Event description:
Patient was revised to address a broken stem, which caused pain and difficulty walking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is being closed, as it has been determined to be a duplication of another complaint, reported under 1818910-2011-26119.